Event description:
It was reported that during insertion of a screw during a uss procedure, the surgeon was using a 4.0mm hexagonal screwdriver. The tip of the screwdriver broke off in the screw. The surgeon was able to retrieve the broken screwdriver tip and completed the procedure without harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and mrr# (B)(4) was found for part #388.335 for visual nonconformances. There were no nonconformances found in the DHR that are related to this complaint. This instrument was 100% inspected for visual nonconformances per ip.388.335.30 mcn0000 at the time of manufacture. Upon visual inspection it was determined that the hex width and length dimensions could not be measured during evaluation due to damage. Because all measurable features that could be measured during this evaluation meet specifications, but not all features could be verified due to damage, this complaint is indeterminate.